Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that a technical support specialist had received a call from the customer, who informed that the issue was resolved on their end and requested to cancel the work order. It was also noted that the device had been stuck during a windows update. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 3 experienced a jam, which prevented recovery of the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.